Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 in type IV. Primary stability and osseointegration were not achieved. The clinician reports inadequate bone quality/bone quality was involved in the event. The clinician states that the pt returned the next day with the implant hanging from the site. The implant was removed on (B)(6) 2011. Another implant was successfully placed on (B)(6) 2011. Medical history: pt is diabetic.